Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to the manufacturer.

Event description:
On (B)(6) 2024 getinge became aware of an issue with the 46-series washer disinfector with the model name: 46-4. As it was stated the machine was leaking and enzymatic detergent was not dose into the chamber due to faulty detergent pump. Gathered information allowed us to establish that during this event no alarm occurred on the device and no flowmeter was installed. We have not received confirmation whether the regular checks of the processed loads were carried out. So far, we have not been informed of any adverse consequences related to this issue. Based on the all information collected, we decided to report this customer product complaint in abundance of caution and based on the potential that any ineffective cleaned goods could be used to the patients¿ treatment and could be the source of cross-infection.

Manufacturer narrative:
On february 14, 2024, getinge became aware of a malfunction involving the washer disinfector, specifically the 46-series model 46-4, with serial number (B)(6). This unit was manufactured on january 5, 2006. The issue identified was that the device's detergent pump failed to dispense enzymatic detergent into the chamber. This malfunction could result in inadequate processing of loads, such as surgical instruments, which may pose a risk if such instruments are used on patients. However, as of now, there have been no reported adverse health effects associated with this issue. Following an investigation conducted with the assistance of a subject matter expert from the manufacturing site, it was determined that the device did not operate in accordance with its specifications due to a defective dosing pump. Unfortunately, the defective pump could not be returned, preventing a more detailed examination to pinpoint the exact root cause of the failure. Per the user manual for the 46-series (document no. 6001249802_user_46_en_rev.h), page 14, it is the customer's responsibility to verify that detergent dosing is accurate. Proper adherence to the manual¿s instructions is crucial for ensuring the correct functionality of the washer disinfector. A review of customer complaints over the past five years related to similar issues with this device type did not reveal any additional concerns requiring further investigation. At the time of the incident, the affected device was not in use for patient treatment or diagnosis. Based on current information, no further action regarding the manufacturing of this device or similar devices on the market is deemed necessary. However, in line with our complaint handling procedures, we will continue to monitor customer feedback and experiences with this device to address any future issues that may arise.

Event description:
Manufacturer's reference number: (B)(4)..

Manufacturer narrative:
The correction of h11: addtl mfg narrative/corr. Data deems required. This is based on the internal evaluation. Previous h11 addtl mfg narrative/corr. Data . The correction of h11 investigation findings and investigation conclusion. This is based on the internal evaluation. Previous h11 provide code: usage problem identified and cause traced to user failure to follow instructions. On february 14, 2024, getinge became aware of a malfunction involving the washer disinfector, specifically the 46-series model 46-4, with serial number (B)(6). This unit was manufactured on january 5, 2006. The issue identified was that the device's detergent pump failed to dispense enzymatic detergent into the chamber. This malfunction could result in inadequate processing of loads, such as surgical instruments, which may pose a risk if such instruments are used on patients. However, as of now, there have been no reported adverse health effects associated with this issue. Following an investigation conducted with the assistance of a subject matter expert from the manufacturing site, it was determined that the device did not operate in accordance with its specifications due to a defective dosing pump. Unfortunately, the defective pump could not be returned, preventing a more detailed examination to pinpoint the exact root cause of the failure. Per the user manual for the 46-series document no. (B)(4), page 14, it is the customer's responsibility to verify that detergent dosing is accurate. Proper adherence to the manual¿s instructions is crucial for ensuring the correct functionality of the washer disinfector. A review of customer complaints over the past five years related to similar issues with this device type did not reveal any additional concerns requiring further investigation. At the time of the incident, the affected device was not in use for patient treatment or diagnosis. Based on current information, no further action regarding the manufacturing of this device or similar devices on the market is deemed necessary. However, in line with our complaint handling procedures, we will continue to monitor customer feedback and experiences with this device to address any future issues that may arise.

Event description:
Manufacturer's reference number: (B)(4).